Event description:
The account reported the bed alarm is not functioning. The bed was located in a 1st floor bed room at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician investigated and found the bed exit alarm is functioning. The audible alarm has been changed and the account wants the audible alarm to match the other beds at their facility, user error. A search of hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006, 2007 and 2010, 2011. It is unknown if the facility performed any other preventative maintenance on this bed. The technician changed the bed exit audible alarm volume back to the hospital standard volume level to resolve the issue. Based on this information, no further action is required.